Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) had an air bag leak. This was discovered during surgery, which required a metal trach change out.